Manufacturer narrative:
An olympus endoscopy support specialist has visited this facility and provided in-service training regarding the appropriate reprocessing of endoscopes. No products were returned to olympus for evaluation. If additional and significant information becomes available at a later time, then this report will be supplemented. Olympus instruction and/or reprocessing manuals provide detailed information on how to reprocess the subject endoscope. The cause of this report appears to be due to user error. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the user facility was not reprocessing the endoscopes in accordance with the directions for use. User facility personnel were reportedly not using the channel connection tube during manual cleaning or high-level disinfection of (B)(4) endoscopes, which could potentially lead to insufficient reprocessing of the instrument channels. There were no reports of patient infections.